Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: the patient's blood was smoothly injected into the needle normally, but the blood was not injected into the tube. After replacing a tube, blood was collected smoothly, so it was speculated that the negative pressure of tube was not enough.